Manufacturer narrative:
Product event summary: the data files and the device, flexcath advance sheath 4fc12 with lot number 33757-01, were returned and analyzed. The data files did not show any issues or notices. Visual inspection of the sheath showed a kink in the shaft at 16.38 inches proximal from the tip which was likely caused post procedure. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking and torn. In conclusion, the reported issue of air has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Event description:
It was reported that during a cryoablation procedure, air bubbles were present within the catheter coming from the injection port. The sheath was replaced with resolve and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.